Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high micro albumin (ma) results generated by unicel dxc 800 pro synchron chemistry analyzer for 14 patients. The results were reported out of the laboratory. Repeat testing produced lower results. The results are shown in the attached file. It is unknown if the patient had been treated per the erroneous results. The laboratory is notifying physicians to have the patients redrawn if necessary.

Manufacturer narrative:
No sample information was provided. The default sample for micro albumin (ma) is random urine. The customer faxed calibration and qc results. Calibrations appear acceptable except one that failed with imprecision. Qc showed some imprecision on previous weeks but not during the event. The customer indicated wrong calibrators were used and the issue was resolved after recalibrating with the correct calibrator. It is unknown whether there was a calibrator performance failure. Service was not called because this appears to be an operator error.